Manufacturer narrative:
Olympus (B)(4) obtained the information from the user facility that there was no foreign materials in the channel after the procedure. Omsc reviewed the manufacturing history (DHR) of the device, and confirmed no irregularity. The diameter of the instrument channel of the device was 2.8 mm from the operation manual, however, the minimum working channel of the biliary balloon catheter used in the procedure was 3.7 mm from the catalog. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During a endoscopy, a long black piece of plastic exited from distal end and fell into the patient's body. The user replaced the device to another device and completed the procedure. The facility said that the piece of plastic was a sheath detached from the boston cre rx biliary balloon catheter m00558930 used in ercp the day before the reported event occurred. There was no report of patient injury associated with this event.